Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw had challenges grasping the leaflets due to the thin and stretched valve. The clip was ultimately successfully implanted centrally on the anterior2/posterior2 (a2/p2) leaflets. A second mitraclip was placed successfully to reduce residual mr on the lateral side of a2/p2 to further reduce the mr. Approximately 1-2 minutes after deployment, fluoroscopy imaging showed that the clip had a single leaflet detachment (slda) and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays were reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation- single leaflet detachment (slda) appears to be related to pre-existing patient anatomy. The reported poor resolution image could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.